Event description:
Patient had skin allergic reaction to mastisol which was used to close incision. System was explanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.